Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem, as device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The patient's perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. In addition to the limited benefit from the device, the patient experienced pain at the implant site of unknown origin. The reduced benefit and the presence of pain led to the decision to explant the device. This is a final report.

Event description:
On (B)(6) 2015 the patient had pain around the internal receiver/stimulator; the processor has not been worn for 6-8 months due to dislike of the sound quality and a lack of benefit. The patient has been re-implanted.

Event description:
On (B)(6) 2015 the patient had pain around the internal receiver/stimulator; the processor has not been worn for 6-8 month due to dislike of sound quality and lack of benefit. The patient got re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.